Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. Customer's blood glucose was 498 mg/dl, for which she treated with a manual injection. Customer stated the alarm was resolved by a complete set change. Troubleshooting could therefore not be performed, as this was a past issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.